Event description:
Device malfunction: resistance and carving during the thumb advancer stroke. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of common femoral artery after an interventional procedure. Reportedly, during the thumb advancer stroke resistance was felt and the clip delivery tube began to carve into the nylon shaft. The device was removed. Hemostasis was achieved with manual compression. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.